Manufacturer narrative:
The customer returned the strips and the meter. Quality controls were run with the returned test strips on the returned meter. All of the measurements were without error messages. The returned and the retention material meet the specification. There was no product problem found.

Event description:
The customer stated he obtained a result of 2.4 inr on his coaguchek xs meter (serial number (B)(4)) on (B)(6) 2016. He stated that the 2.4 inr result on (B)(6) 2016 was incorrect. On (B)(6) 2016 he felt ill and had black tarry stools. He was driven by his wife to an urgent care center and was then airlifted to a hospital for treatment of a gi bleed. He was treated with vitamin k and had an endoscopy that diagnosed the gi bleed. He stayed in the hospital for three days and his warfarin was held. He was not sure if he received inr testing while in the hospital. The customer's therapeutic range is 2-3 inr. He was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer stated his current health condition is fair. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 20646322) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
Outcomes attributed to ae was updated.